Manufacturer narrative:
The lens was returned in liquid, in the lens vial. Visual inspection found that the haptic was torn. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 lens, -11.0/+1.5/114 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged a same size, different model lens due to low vault, lens rotation, pigment dispersion, refractive change over time, glare/halos, blurred vision, and iris atrophy. The problem was resolved. The cause of the event is reported as unknown.